Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. The (gas delivery system) gds system was returned to fi (failure investigation) lab for evaluation. Root cause: airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem.

Event description:
The customer that during the air flow test 5 with the air flow set to 0 that the delivered air flow is out of specifications. There was no patient involvement.